Manufacturer narrative:
Investigation results: reference code: nx053z, device name: as vega ps tibial plateau cemented t2, serial number: n/a, batch number: 51954907, manufacturing date: 08.07.2013. Ae-qas-k521-99 collect.no.qas knee impl.misc./unknown reference code: nx009z, device name: as vega ps femoral comp.cemented f4n l corresponding internal notification number: (B)(4). Reference code: nn260p, device name: plug f/tibial plateau, corresponding internal notification number: (B)(4). Reference code: nx042 , device name: patella 3-pegs p2, corresponding internal notification number: (B)(4). Device name: ae-qas-k521-99 collect.no.qas knee impl.misc./unknown, corresponding internal notification number: (B)(4). Investigation: no products available. Therefore a failure description at the products are not possible. Pictorial documentation: there are no pictures available. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are 12 similar complaints against the same lot number(s). Lot number: 51963203: (B)(4). Lot number: 51954907: (B)(4). Lot number: 51974495: (B)(4). Explanation and rationale: unfortunately due to a lack of data and without the product we cannot determine the exact root cause for the mentioned deviation. Corrective action: for this topic (implant loosening) a product safety case (psc) was initiated.

Event description:
It was reported that there was an issue with a knee implant system. It was reported on (B)(6) 2017, that as a result of having the product implanted, the patient has experienced knee pain, difficulty walking and loosening of the implant which resulted in a revision surgery. The primary surgery occurred on (B)(6) 2014 and the revision surgery occurred on (B)(6) 2017. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event is filed under aag reference (B)(4). Involved components: nx009z (ps femur cemented f4n lt). Nx053z (ps tibia cemented t2). Nn260p (peek plug f/tibia). Nx042 (universal patella p2). Ae-qas-k521-99(collect.no.qas knee impl.misc./unknown). Associated medwatches: 2916714-2020-00384, 2916714-2020-00385, 2916714-2020-00386, 2916714-2020-00388.